Event description:
A high drain error 101 (night drain one) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2011 14:45:25. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of a high drain error 101 event was confirmed through event history log review. The cause was false empty detect at initial drain and I-drain alarm volume was met. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.